Event description:
It was reported that a malfunction occurred on the pump, indicated by a specific malfunction code. There was no reported adverse impact to the customer. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was informed to contact support again if the problem arose in the future.